Manufacturer narrative:
Associated file: 1219977-2016-00116. V12 manufacturing environment: atrium medical manufactures v12 in a certified iso 14644 class 8 controlled environment. Contamination control of the environment is provided by mechanisms including air filtration, personnel gowning, and area cleaning. Effectiveness tests of contamination control include routine airborne microbial and particle monitoring plus product bioburden and endotoxin testing. V12 bioburden data: no devices tested in 2012-2013 were observed to have both anaerobic and spore-forming microorganisms. Based on the contamination control mechanisms listed above, the likelihood of having spore-forming anaerobic bacteria on these devices in a quantity that could affect the ability to sterilize the devices is improbable. Sterility: the stent products are provided sterile to the user. Sterilization validation: the product is sterilized using a traditional 3-step ethylene oxide (eo) cycle that delivers a ten to the negative six power sterility assurance level (sal). This cycle is validated using biological indicators (bis) per the "overkill method' outlined in ansi/aami/iso 11135-1:2007, sterilization of health care products 'ethylene oxide' part 1: requirements for development, validation and routine control of a sterilization process for medical devices. The sterilization validation used the v12 (part number 85365) as the process challenge device (pcd) which held the bis. A successful fractional cycle confirmed the non-sterile product bioburden to be less resistant than the pcd. Successful half cycles in triplicate confirmed total inactivation of the pcds. Successful full cycles in triplicate confirmed capability to maintain process parameters within defined limits. This cycle is validated for parametric release. Parametric release is a sterility assurance release mechanism where demonstrated control of the sterilization process enables routine cycle qualification through critical process control and specification. Sterilization records review: 10895268 was eo processed on 23-jun-13 within atrium medical group 254 under steris isomedix run number 15219. Steris isomedix certified the sterilization process was within specification with zero non-conformity. The control parameters of time, temperature, and pressure were met. The parametric parameters of humidity and ethylene oxide gas concentration were met. Atrium medical subsequently reviewed the certifications provided by steris isomedix and confirmed the process was within specification. Based on the details of the event and with consideration to atrium medical's contamination control program, successful sterilization validation and passing sterilization record review, atrium can find no fault with sterility assurance of the device and/or lot of stent delivery systems in question. Based on a review of the laboratory test report, atrium medical believes the sterility test may have resulted in false positives. The laboratory test report indicated that precautions taken for the test were based on iso 11737-1, sterilization of health care products - microbiological methods - part 1: determination of the population of microorganisms on product. Atrium medical ascertains that the aseptic conditions found in iso 11737-1 are inadequate for tests of sterility. Iso 11737-1 recommends that product manipulations be performed "under clean conditions in a controlled environment (e.g. Inside a laminar flow cabinet) in order to avoid adding contamination." Atrium medical asserts that tests of sterility require aseptic technique equivalent to that recommended by iso 11737-2, sterilization of medical devices - microbiological methods - part 2: tests of sterility performed in the definition, validation and maintenance of a sterilization process. Aseptic technique recommendations are found in annex a.6.3.

Event description:
Report received from (B)(6) distributor that they took ten random samples of the stent off the shelf at the request of (B)(6) and sent them for microbiological analysis; sterility and endotoxin. The products were stored in the stockroom at temperatures between 20 and 27 degrees celsius (68 to 80 degrees fahrenheit). A non-sterile result was reported for two devices (associated file 1219977-2016-00116). It was reported that the test laboratory found anaerobic bacteria. They did not identify specific bacteria. The endotoxin test passed.